Event description:
It was reported that the patient had the device and leads removed due to wound infection and bacteremia. The organism was noted to be (B)(6). The patient was treated with antibiotics. A new system was implanted at a later date. The patient was a participant inthe system longevity study. No futher patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable pacing leads x2 (B)(6) 2012. (B)(4).